Event description:
It was reported that there was air in the device and an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient. The pigtail catheter was taken out of the patient and the wds was then inserted into the was. While inserting the wds air was seen in the was which then was pushed out into the laa of the patient. The physician attempted to aspirate the air embolism, but it moved to the left ventricle. 200mcg of nitro and 100% fio2 was given to the patient to treat the air embolism. After this treatment the air resolved and the procedure was continued. The physician completed the procedure successfully with the closure device being implanted in the laa of the patient. There were no other complications that occurred during the procedure. 2 hours post procedure the physician was imaging the closure device and laa of the patient when it was noted that there was a pericardial effusion in the left ventricle. The patient had some chest pain and there was a small fluid collection. No intervention was performed for the effusion, the patient was continuously monitored. The patient is expected to make a full recovery from these events.